Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll for evaluation. However, it was determined by a zoll technical support specialist over the phone, that the date and time were found to be incorrect, once the customer updated the date and time, the 30 j test passed and the device performed to specification. Analysis of reports of this type has not identified an increase in trend.